Event description:
I used fixodent adhesive cream from approximately 2002 until 2009. While using fixodent, I began experiencing pain, numbness in my feet and tingling in my extremities. In 2007, I was diagnosed with peripheral neuropathy. In 2009, my blood test showed I had a high level of zinc in my blood, and a 24 hour urine collection showed low copper deficiency. My peripheral neuropathy is permanent and requires medical care and treatment. Dose or amount: thin line on both plates. Frequency: twice daily. Route: po. Dates of use: 7 years. 2002 -- 2009. Diagnosis or reason for use: dentures became loose after I lost weight.